Event description:
On (B)(6) 2013, it was reported that the screen was dim and hard to read. It was noted that the screen lens film was peeled/coming off making it more difficult to see. The issue was noticed approximately 2 months ago and happened at once. Replacement of the battery did not resolve the issue. This complaint is being reported because the reported issue was not fully resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.